Event description:
The lens could not be loaded correctly into the delivery device. There was patient contact but no patient injury. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00658 for intraocular lens used with this delivery device.